Event description:
It was reported to philips that the system was unable to perform digital subtraction angiography with cine. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned vascular treatment. The procedure was completed on the same system with less than 20mins delay. The philips remote service engineer (rse) analysed the system remotely and identified a remote alert that the tube overload buzzer was activated. A review of the system logfiles found that the tube overheated. Upon troubleshooting actions, the fse visited onsite and performed tube adaptation, tube yield and edl calibration. After repairs, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.